Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.614.035; synthes lot: 6496588; supplier lot: 6496588; serial: (B)(6); release to warehouse date: may 03, 2011. Manufactured by avalign technologies-nemcomed. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the 2 nm torque limiting handle with quick coupling was returned and received at us customer quality (cq). Upon visual inspection, there were scratches and the etch on the device started to fade but has no impact on the functionality of the device. No other issues were observed with the returned device. Functional test: functional test was performed on the returned device at service and repair. The minimum torque of the device was measured to be not within the specified torque range of the device of. The torque test failed low. Service & repair evaluation: during s&r evaluation, the device failed in calibration. The repair technician reported the device failed low in the torque test. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review based on the date of manufacture, the following drawings, reflecting the current and manufactured revision, were reviewed: torque limiting handle. Investigation conclusion: the complaint condition is confirmed as the 2 nm torque limiting handle with quick coupling failed low in calibration test. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during testing at service and repair the torque limiting handle with quick coupling failed in calibration. There was no patient involvement. This report is for one 2nm torque limiting handle with quick coupling. This is report 1 of 1 for (B)(4).